Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Analysis of the returned device identified: underweight, broken shell. A visual and micro analysis was performed which identified: sharp broken, delamination orientation dot (<75% partial separation) and crease flat. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on posterior due to an unidentified (tear) opening. A delamination partial of the orientation dot (adhesive failure). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: patient's concern with the product and rupture.

Event description:
Healthcare professional reported a right side "exchange from textured to smooth breast implants due to the patient¿s concern with the product" and rupture. Device has been explanted.